Manufacturer narrative:
(B) (4). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation on (B) (6) 2009 that a stonetome stone removal device was used during an endoscopic sphincterectomy procedure (pt over 18 years). According to the complainant, the cut wire of the stonetome was broken after the physician cut the papilla. There was no damage to the rx cannula and the jagwire. The procedure was completed with a different manufacturer's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".